Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, the pressure slowly decreased. After the procedure was completed, there was a small hole noticed in the balloon. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.